Event description:
Patient mentioned they have a sleep apnea device implant from inspire that needs reprogramming and need to contact them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".